Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode got infected on the third incision six months ago. When the physician was aware of the infection decided to put in antibiotic at the site of the third incision. The patient was hospitalized because the tip of the electrode was coming out of the incision, at the site of the xiphoid. The technical services (ts) discussed placing the tip of the electrode down to fascia and securing it with the suture, and recommended to review the lateral x-ray to see how deep whole electrode was including coil, review impedances and consider new tunnel track with saline, and going through a new track was recommended. The physician decided to bury the electrode deeper, put a drain in and an antibiotic pouch. The field representative reprogrammed the system, and all measurements were as expected. This electrode remains in service, but it is possible an explant of the system in the future. No additional adverse patient effects were reported.